Event description:
(B)(4). Incident date: (B)(6) 2013. Incident description: the nurse was infusing 250ml nss bag. Nurse stated, "that after an hour there was half a bag of fluid left in the bag." No pt injuries, just a delay in therapy. Tubing and bag available. Biomed has not been able to duplicate the under infusion. This facility has been having problems with various pumps but are unable to duplicate. When biomed looked at the pump history he saw that each pump that had an under infusion also had a low battery around the time. Ref MFR report 9610825-2013-00229.